Manufacturer narrative:
The investigation determined that two non-reproducible, higher than expected vitros trop I es results were obtained from two different patient samples run on the vitros eci immunodiagnostic system. There was no evidence to suggest that an instrument or a reagent related issue contributed to the event. An ocd field engineer performed analyzer repairs to return the analyzer to expected performance. Additionally, the sample was not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The root cause of the event was determined to be analyzer related. However, a pre-analytical sample processing issue cannot be ruled out as a contributing factor.

Event description:
The customer obtained two non-reproducible, higher than expected vitros trop I es results (patient 1= 0.085 vs. Expected result= 0.026 and patient 2= 0.067 vs. Expected result = 0.025 ng/ml) from two different patient samples processed on the vitros eci immunodiagnostic system. The higher than expected patient results were not reported as the laboratory has a repeat testing policy for troponin results. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. (B)(4).